Event description:
It was reported that the console did not power up during the preparation. The machine was tried to plug and unplug three times and moved to a different room, but the problem persisted. The procedure was canceled due to this issue. The patient was under general anesthesia, and there were no complications. This event is being reported for an aborted/canceled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The console's ceramic fuse was replaced during a field service, and the issue was resolved. Based on the information available, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the console did not power up during the preparation. The machine was tried to plug and unplug three times and moved to a different room, but the problem persisted. The procedure was canceled due to this issue. The patient was under general anesthesia, and there were no complications. This event is being reported for an aborted/canceled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that the console did not power up during the preparation. The machine was tried to plug and unplug three times and moved to a different room, but the problem persisted. The procedure was canceled due to this issue. The patient was under general anesthesia, and there were no complications. This event is being reported for an aborted/canceled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse reviewed the error logs and discovered error 188 (cooling system error-cooling flow switch error). The error was caused by a blown fuse. The fse replaced the ceramic fuse assembly. Following the reinstall, console was recalibrated to meet the manufacturer specifications. The ceramic fuse assembly was received at our quality assurance laboratory and underwent through analysis. Visual inspection noted that the ceramic fuse assembly arrived disassembled. No further testing was performed. Based on analysis results, and after the fse changed the ceramic fuse assembly the reported event was resolved.